Event description:
It was further reported that the right ventricular (rv) lead exhibited unstable thresholds. The rv lead was capped and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable pulse generator (ipg) implanted: 2008 (B)(6); product ID 5068-45 implantable pacing lead implanted: 1999 (B)(6). (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds and no r-waves. The rv lead remains in use and is planned to be explanted and replaced. It was also reported the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use and is planned to be explanted and replaced. No patient complications have been reported as a result of this event.